Manufacturer narrative:
B5 - the lens was implanted and removed intraoperatively. D4 - primary unique device identifier (UDI) #: (B)(4). H4 - device manufacture date: 31-jul-2025. Corrected to 31-aug-2022. Claim # (B)(4).

Event description:
A health care professional reported that during an implantable collamer lens (icl) implantation procedure, the lens tore/broke during injection/delivery into the eye. The lens was implanted, removed and replaced intraoperatively. On a separate day the lens was replaced with a same model and length lens. The problem was resolved. Cause of event was reported as unknown. There are multiple device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).